Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the facility not properly performing manual reprocessing could not be determined, as the device was not returned to olympus for evaluation, however, it is likely that the user/facility understanding differed from olympus recommended device handling and/or reprocessing steps per the device IFU. Training has been conducted at the facility by olympus professional staff regarding proper device handling/reprocessing. The event can be prevented by following the instructions for use section below: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not return to olympus for evaluation. An olympus endoscopy support specialist conducted the in-service on evis exera iii gastrointestinal videoscope. It was noted the facility did not have the suction cleaning adapter to perform the aspiration steps during manual reprocessing. It was not known how long the adapter was not present, it was not present in any of the departments sterilized accessories used for reprocessing. The staff was also not performing the proper reprocessing steps, which included the use of the suction cleaning adapter sometimes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer contacted olympus requesting an evis exera iii gastrointestinal videoscope in-service annual refresher for the sterile processing staff. The staff was not performing the proper reprocessing steps, which included the use of the suction cleaning adapter sometimes. There was no report of patient harm associated with this event.